Event description:
Pt reported experiencing periodic low blood glucose (~50 mg/dl), for the past 24 hours. They stated that they was unable to determine the cause of their hypoglycemia, as they had not recently changed their diet, medications, or physical activities. No error messages were generated by the device. Pt self-tested low blood glucose by eating candy.